Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single use; device discarded.

Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 2.0 assay performed on a direct tested swab on unknown dates. Repeat testing was not performed. Confirmation testing was performed via an unknown pcr platform and generated a negative result on an unknown date. The customer stated the patient was asymptomatic and had a history of covid-19. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.